Event description:
It was reported that on the presenting electrogram there were some ventricular beats that were labeled as premature ventricular contractions due to atrial undersensing. The pacemaker was programmed ddi and there were no immediate plans for reprogramming. The pacemaker remains in service and no adverse patient effects were reported.